Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a ultrasound guided ptcd percutaneous drainage catheter placement procedure using the navarre opti drain and it was reported that, sometimes post procedure the sure-loktm thread allegedly had digression. The procedure was completed by using another device. There was no patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows the partial view of the drainage catheter kept inside the polyethene bag in which the sure lok thread was noted to come out of the hole in catheter hub. No evidence of the break of the thread was noted in the provided photo. The second photo shows the drainage catheter in which the sure lok thread was noted to be detached from the catheter hub and completely comes out of the distal end of the catheter. Therefore, the investigation is confirmed for the reported break and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure using the navarre opti drain. Sometimes post the procedure, the sure-loktm thread allegedly had digression. The procedure was completed by using another device. There was no patient injury.